Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device and leads were eroding through the patient's skin. An invasive procedure was performed and the right atrial (ra) and right ventricular (rv) leads were explanted. The device was externally connected to a new ra lead to provide pacing support until an infection could be confirmed through a cultures test. No further observations were reported.